Event description:
It was reported that the patient presented to the hospital with syncope. The right ventricular lead exhibited noise and intermittent capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).